Event description:
It was reported that during an unknown treatment procedure, the physician was unable to see the marker bands under fluoroscopy.the characteristics and anatomy location of the target lesion are unknown. The physician was unable to view the marker bands of a 20x2.0mm apex balloon catheter under fluoroscopy. It is unknown how the procedure was completed. No patient complications were reported and the patient's condition is fine.

Event description:
It was reported that during an unknown treatment procedure, the physician was unable to see the marker bands under fluoroscopy. The characteristics and anatomy location of the target lesion are unknown. The physician was unable to view the marker bands of a 20x2.0mm apex balloon catheter under fluoroscopy. It is unknown how the procedure was completed. No patient complications were reported and the patient's condition is fine.

Manufacturer narrative:
Device evaluated by manufacturer: a thorough inspection of the device revealed no damage or irregularities. Received product consisted of an apex balloon catheter with no original packaging or other devices. The balloon was tightly folded. The balloon was inflated to the required nominal pressure (6atm) to measure the distal and proximal edges of the markerbands to balloon cone transitions. The locations of the markerbands with respect to distal or proximal balloon body/cone transition and markerband to markerband distance are all within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)